Manufacturer narrative:
B3 date of event: aware date was used as event date as actual event date was not known.

Event description:
Reported via patient call center. It was reported via the watchman patient call center that the device failed. A left atrial appendage (laa) closure procedure was performed, and a watchman laa closure device was implanted. A patient reported to the watchman patient call center via email that their watchman failed, and they were placed back on blood thinner medication. There were no specific details provided on the allegation. Attempts were made to contact the patient; however, no further information was provided.